Manufacturer narrative:
Of the reported seven malfunctions, lot number were provided for three malfunctions and the lot history review were performed. The samples were not returned to the manufacturer for inspection/evaluation. However; medical records were received for all seven malfunctions and additionally image was provided for one malfunction. Therefore, for six malfunctions the investigation is confirmed for the reported filter tilt and perforation and for the remaining one malfunction the investigation is confirmed for perforation and it is inconclusive for filter tilt. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. Corporate lot no: unknown.

Event description:
A review of the reported information indicates that model rf310f vena cava filter allegedly experienced filter tilt and perforation. These information's were received from a various sources. All seven malfunctions involved patient with no patient consequences. Of the seven patients, six were male and one was female, all seven patients age ranged between 44-75 years and two patient weighs (B)(6) and (B)(6) kgs. All other patient details were not provided.